Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional findings not reported by the customer: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. An image of the fenestrated bipolar forceps instrument related to this event was received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image appears to depict thermal damage to the yaw pulley.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps instrument had no electrical energy output. The fenestrated bipolar forceps instrument wire came out and shorted out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. The issue was identified during coagulation. It was confirmed there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available, but an image of the instrument damage was provided.